Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the garment and therapy electrodes. The patient confirmed that he had a similar rash in the past. There was no alleged device malfunction contributing to the irritation. The patient's physician instructed the patient to go to the emergency department at the hospital if the rash worsened. Follow up indicated that the patient went to the hospital, where they gave him a shot that helped the skin irritation improve. The patient reported that he may have had an allergic reaction to the medicine, ativan, that he was taking. It's unclear if the lifevest caused or contributed to the skin irritation. Reporting out of an abundance of caution.